Event description:
Customer advised that the us surgical autosuture tacker caused a hole in the mesh. Surgeon continued to tack the device in place. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the report states the hole was created by the use of another device. A review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.